Event description:
The complainant reported that the clinicians were performing a ureteroscopy on a pt, in 2009, using a graspit urological grasping forceps. During the procedure, the basket detached from the device sheath into the pt's ureter. The physician obtained another basket and successfully retrieved the basket from the pt's anatomy. The clinician then obtained another of graspit urological grasping forceps and successfully completed the pt procedure. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
This device has been received but an eval has not yet been performed; therefore, a failure analysis is not available. We are not able at this time to determine the relationship between this device and the cause for the event. If there is any further relevant info received a supplemental medwatch report will be filed.